Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 680 mg/dl. The patient had a headache, was nauseous, and was vomiting. For treatment, the patient mentioned having a blood test and receiving insulin via an arm drip. The patient was discharged after 8 hours. The cannula was dislodged, while wearing the pod on the arm for 4 to 24 hours.